Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited premature battery depletion and inconsistent pacing. On (B)(6) 2019, the device was explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
The reported event of pacing intermittently was confirmed. As received, the device had no output and no telemetry due to battery depletion. The reported event of premature discharge of battery was not confirmed. Assessment of total projected longevity was performed. Total projected longevity is 3.63 years based on nominal settings. The implant duration is 4.78 years which exceeds the projected longevity. The device was tested on the bench, and no anomalies were found.

Event description:
New information received stated that the patient experienced syncope due to the pacemaker pacing intermittently. There were no further incidents after the device was replaced.